Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, the device was unable to be interrogated. An abbott representative visited the clinic and the device was able to be successfully interrogated to resolve the event. Patient was stable and will continue to be monitored.